Manufacturer narrative:
The devices have not been returned to solventum for analysis. Solventum is unable to verify the leaks, identify exact locations and root causes without samples. The affected lot number at the time of the events was unknown. Based on the problem description and photo provided, a likely cause is a spike to tubing connection leak. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A user facility reported that during an abdominal aneurysm procedure, the 3m¿ ranger¿ blood/fluid warming high flow set separated at the spike-to-tubing connection. There were no reported injuries or medical interventions required as a result of the alleged malfunction.